Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl) on their unicel® dxc 600 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.